Event description:
It was reported that the user experienced an ¿unable to proceed¿ error while filling tubing during an infusion set change with a steel 6 mm contact/detach set, requiring multiple sets and connectors before seeing drops and completing the change; blood glucose at the time was 107 mg/dl, and the problem aligns with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the interaction and a device problem consistent with complete blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.